Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 had a failed to close error even though the drawer was closed. The field service engineer (fse) stated that the back panel was opened, and it was found that the light on the module board for the latch sensor was not displaying. It was stated that the drawer was opened using the red lever and it was found that the magnet was missing from the inseparable. It was stated that the station was powered down and the latch inseparable was removed and replaced. It was stated that the station was rebooted and the customer was able to recover and test the inventory of the failed drawer. It was stated that the customer tested the inventory of the failed drawer with good results. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary door failed to close, and the customer was unable to open it. The customer performed a reboot and attempted recovery; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.